Event description:
It was reported that leakage of blood was found from the catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the extension leg tubing just proximal to the wings of the overmold of the proximal connector piece. The ink on the extension leg was observed to be faded and gone. Tensile weakness was observed in the extension tubing, especially near the split in the tubing. A microscopic observation revealed tearing of the extension leg material around its entire circumference at the location of the split. The fracture surfaces of the split were observed to be rough but mostly straight and granular in texture. Some uneven circumferential striations were observed on the main fracture surfaces of the split suggesting some material fatigue. The features of the split observed in the extension leg tubing of the returned sample suggest the catheter failed due to repetitive and excessive tensile (pulling) forces on the extension leg. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet0816 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage of blood was found from the catheter connector. There was no reported patient injury. No other information was provided.